Event description:
Note: the exact date of event is unk, the event occurred in 2009. Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04749 for the associated device info. It was reported to boston scientific corp that two speedband superview super 7 multiple band ligators were used during a variceal banding procedure in the esophagus. According to the complainant, during the procedure, two devices were used and both would not deploy the bands. In both cases, the physician removed the scope and clicked the device outside the pt until the bands would deploy. The physician re-inserted the scope both times and finished the procedure with 5 bands that were able to be deployed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.